Event description:
It was reported the patient began to experience new pain high in her back in late 2010 that the device stimulation was not able to cover. The patient stated the pain was beginning around her waistband. Most of what was covered was in her hips, legs, and feet. The patient tried to reprogram the device without success. It was also reported that the device had a "power issue." The nature of the power issue was not specified. The patient had an extension replaced due to the power issue. The power issue was not resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient found out she had impedance issues from an unknown acquaintance who helped her run a test and showed the impedance issue. The impedance issue was also found by a manufacturer representative and the patient's physician. The patient was programmed around the issue with 'good' success and the patient was receiving effective therapy, however it was noted the patient was overly concerned about the impedance issue so her physician agreed to switch out her extension to rule out other sources. It was also noted the patient was insistent that the impedance issue was causing her fluctuations in stimulation. It was thought the patient's replacements resolved her issue and she recovered without sequela.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension.

Event description:
See also manufacturer's report # 3004209178-2012-05674 for other device/ therapy issue. The patient outcome as reported in that event was no injury. If additional information is received, a follow up report will be sent.